Event description:
During an implant attempt, the physician was not able to operate the fixation mechanism of the subject lead as the helix remained extended after some attempts to retract it. Another lead was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications utilizing a duplicate stylet. The statement of the physician in this case indicates that the screw function was likely normal during the implantation attempt, since the physician was able to extend the helix. It is noted that the instructions for use provided with the lead recommend a verification of the fixation function prior to the attempted implantation; it is not known, if the physician followed this recommendation. The cause of the failure to retract, as described by the physician, may be associated to the blood residue identified on the helix/electrode, or to the damages sustained to the stylet blade and body.